Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a manual capacitor reform noted a 21.1 second charge with a second manual capacitor reform of 19.7 seconds. Analysis noted that the charge frequency did not advance as expected. Further analysis found that part of the high voltage charge module had an intermittent open connection and was the cause of the long charge times noted in the field and confirmed by analysis.

Event description:
Boston scientific received information that prior to implanting the implantable cardioverter defibrillator (ICD), a manual capacitor reform was performed which yield a high charge time of 22 seconds. Boston scientific technical services (ts) was consulted and advised to not implant the device. The device was not implanted and was returned for analysis.